Manufacturer narrative:
One (1) heal collar was returned. A visual inspection of the received product revealed minimum wear about the head and threads. The hex heads were also slightly worn, but functional. The implant that allegedly would not mate was not returned for inspection, therefore the complaint could not be verified. A device history review was performed and no related nonconformance¿s were noted. Also a complaint history search was performed using our complaint handling system and there were no additional related complaints for this product lot. Appropriate documentation was reviewed and the following information was identified: instructions for use for healing collars, healing screws, surgical cover screws and temporary gingival cuffs¿ 9658 rev 1-01/15. Healing collars ¿ for use with tapered screw-vent®, screw-vent® and trabecular metal¿ implants select the appropriate size healing collar for the platform of the implant and with appropriate height and emergence profile to fit the existing or desired tissue contour of the site. The healing collars are anodized with color-coding on the lower portion to indicate the implant platform diameter (figure a). The top surface of the healing collar is etched with three numbers (figure b) to reference implant platform diameter (left), emergence profile diameter (top right) and cuff height (lower right). The numbers for implant platform and emergence profile show only the initial digit of the related measurement. A root cause could not be determined for this complaint as the mating implant was not returned for inspection, and functional testing using an in house part revealed that both devices seated as normal. UDI# (B)(4).

Manufacturer narrative:
Event date is unknown. Device has not been returned to manufacture for evaluation.

Event description:
The doctor experienced jamming of a healing collar (hc345). Another healing collar was placed during the same surgery without any problems.